Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. The tip, markerband, balloon, proximal weld, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 10mm in length. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superior vena cava. A 9.0mmx20mmx135cm (5f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superior vena cava. A 9.0 mm x 20 mm x 135 cm (5f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.